Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2016 and mesh was implanted during which the surgeon noted there were a lot of adhesions and distorted anatomy secondary to the previous surgeries and the mesh that was used. There was a lot of scar tissue. It was reported that the patient experienced severe abdominal pain, adhesions, distorted anatomy and scar tissue. The other procedure is captured in a separate file. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 12/05/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.